Event description:
During surgery while driving a 12 x 20 veranail into the ankle joint the screw in portion of the hammerpad broke off into the nail and was not retrieved. The rest of the nail was driven into the ankle.